Event description:
It was reported that two anchors were not tied down and the pump was rotating intermittently with patient movement. After an exam, the healthcare provider noted that there may be a possibility that the top two anchors of the pump are loose and that the pump will need to be anchored down. The bottom anchors were still in place. The issue was caused by a patient fall on (B)(6) 2014. The patient will have surgery to replace the pump anchors. It was reported that the issue was not device related. The patient did not have a 50% or greater symptoms reduction. The patient recovered without permanent impairment. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was re-anchored on (B)(6) 2015. It was clarified that the top 2 anchors needed to be tacked down again. It was also clarified that the pump had superior rotation. The pump was infusing hydromorphone.